Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported pen needles clogged during injecting consumer reported finding pen needles clogged during injecting 3 pen needles today. Informed caller of non patient end placement and to complete a flow check. Caller has vision issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported pen needles clogged during injecting consumer reported finding pen needles clogged during injecting 3 pen needles today. Informed caller of non patient end placement and to complete a flow check. Caller has vision issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced the inability to deliver insulin. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported pen needles clogged during injecting consumer reported finding pen needles clogged during injecting 3 pen needles today. Informed caller of non patient end placement and to complete a flow check. Caller has vision issues.